Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2017 with ectasia and irregular astigmatism in left eye. It was stated that the patient had loss of best corrected visual acuity (bcva) in left eye. The patient complained of blurry vision in left eye. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/25 -6.75 x -1.75 x 15, left eye pre-op 20/20 -8.00 x -1.75 x 165. Bcva from (B)(6) 2017: right eye post-op 20/20 .00 x -1.00 x 85, left eye post-op 20/70 .00 x -4.00 x 89.